Event description:
It was reported that the atrial lead exhibited low impedance in the bipolar setting, and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implanted: 2004 (B)(6). (B)(4).